Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that the pca infused faster than programmed while administering in both continuous and dose cord modes. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the pca module infusing faster than expected was not confirmed. Physical inspection showed no anomalies. Analysis of the pca event log showed that the last programmed infusion was recorded on (B)(6) 2018 at 11:52 am. A bd 50ml syringe was used containing a volume of 47.1668mls and the device was programmed for a dose only infusion. Twenty six pca requests were made before the module was channeled off at 8:55 pm. Pca doses infused with a vtbi of 1.5ml. No further details could be ascertained as neither the pcu logs nor the intended programming parameters were provided. Functional testing showed no anomalies. The root cause for the report of the pca infusing faster than expected was not determined.

Event description:
The customer stated that the pca infused faster than programmed while administering in both continuous and dose cord modes. There was no patient harm.